Event description:
It was reported that stimulation was turning off randomly. The patient did not have to turn it back on with his patient programmer; stimulation would just come back on after a while. This was reported to only have started occurring in last month or so. Impedance measurements were normal. A manufacturer representative told the patient to contact him if he had any more issues, and at the time of follow-up had not heard anything further from the patient.

Manufacturer narrative:
(B)(4): lead model 3487a-33, lot# v108530, implanted: 2008-(B)(6), explanted: na; lead model 3487a-33, lot# v104403, implanted: 2008-(B)(6), explanted: na; extension model 3708240, serial# (B)(4), implanted: 2008-(B)(6), explanted: na; programmer model 37743, serial# (B)(4).